Event description:
It was reported that the patient had an infection around the ipg site. Symptoms include fever and nausea. The physician believed that the infection was not device nor procedure related and that the patient had a history of staphylococcus aureus infection. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively and was placed on antibiotics. All explanted device components will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: (B)(4).